Event description:
It was reported that a patient had a problem with her stimulator. It was stated the patient went to turn up the "my stim programmer" and it read "call doctor". It was reported that the leads were "no longer working". The patient had a lead revision surgery and both of the leads were replaced. It was reported that after surgery the patient found out "some areas did not heal". The patient "had to get steri-strips". One day later it was reported that both of the lead had "issues". Impedance testing showed that the leads were "out of range" causing a loss of therapy. There are no other interventions planned and it was stated that the patient was "doing great". No further information was provided.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).